Event description:
Additional information- the issue was detected during testing. No patient involvement.

Manufacturer narrative:
Additional information- no patient involvement. B5 updated. Device evaluation- the device was given functional and delivery testing. The device was found to meet with specifications. The reported issue could not be confirmed during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +10.10%. There was no reported adverse event.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, delivery accuracy on the pump was found to be accurate. The customers complaint could not be verified. No fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.